Event description:
It was reported that the physician experienced difficulties when he attempted to deploy the 6f angio-seal device. The procedure was aborted and a femostop was applied to the patient's groin to achieve hemostasis. Upon removal of the sheath and device, it was noticed that only the suture was remaining; there was no tamper tube or crimp stop. An x-ray of the groin was performed revealing a meter object indicating that the tamper tube and crimp stop were placed in the groin. An ultrasound was performed indicating that the angio-seal device was deployed in the common femoral artery. The vascular surgeon performed a cutdown to the femoral artery to remove the angi0-seal device, crimp stop, and the tamper tube. The artery was repaired with a vein patch and the subcutaneous tissue was also repaired. The patient is currently recovering. It should be noted that the physician did not perform a pre-placement angiogram prior to deployment of the angio-seal device.